Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 40 mg/dl. The customer stated that the perceived cause of low blood glucose was the basal rates having been set too high. She stated that the reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump passed the displacement test. The blood glucose reading at the time of the call was 158 mg/dl, which was treated with food. She stated that she had been experiencing low blood glucose levels for a few weeks. No other significant events leading to the event were observed. The customer was advised to consult her doctor regarding her low blood glucose levels. Nothing further reported.